Event description:
Customer reported a temperature alarm while the pump was charging, and the charger became hot and melted, though the pump continued to function but would not charge. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Customer was advised to revert to multiple daily injections (mdi) as a backup therapy, and tandem technical support initiated the return of the problematic pump with a replacement process, confirming shipping details and providing instructions for returning the device.